Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer's current blood glucose was 95 mg/dl. The customer was treated for the low blood glucose with juice. The customer's stated that the sensor was reading 60 mg/dl but the blood glucose was 70 mg/dl. The sensor was reading 60 mg/dl and the blood glucose was 82 mg/dl. Then it went up to the 100 mg/dl and 140 mg/dl. Customer did not allege pump was over delivering. The product was not returned for analysis.